Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-dec-14. It was reported that the sutures anchoring the pump were broken and the pump was turning in the pocket. They were unsure if the patient was manipulating the pump. They were unsure what caused the kink. The patient¿s weight at the time of the event was approximately (B)(6). It was noted that the explanted pieces of the catheter were discarded. It was indicated that the information provided was confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Conclusion: pertains to the pump only; pertains to the catheter only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine [4 mg/ml] at a dose of 0;3978 mg/day, baclofen [450 mcg/ml] at a dose of 44.67 mcg/day, and morphine [7 mg/ml] at a dose of 0.6948 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that a flipped pump was confirmed and a revision was completed. In (B)(6) 2017 the patient had an uncomfortable pocket and the date of the flipped pump was asked but unknown. A catheter event was also confirmed; the catheter was kinked which was diagnosed via revision. The patient went in for the pocket revision on (B)(6) 2017 and the physician was not able to get any cerebrospinal fluid (csf) at the pocket and there was a kink in the spine right by the anchor. The date of the event was (B)(6) 2017. It was indicated that no symptoms were reported (note this is conflicting with the report of the uncomfortable pocket in (B)(6) 2017). No further complications were reported or anticipated.